Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the device never connected and an unknown error message occurred. The sensor was inserted into the abdomen on 10/15/2017. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of the device never connected and an unknown error message through connection loss on transmitter (B)(4). A root cause could not be determined via data. The reported issue of the device never connected and an unknown error message is reportable based on the finding of permanent connection loss.